Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was struck on error. Customer tried to reboot the system, but issue remains the same. Show error as error occurred during recovery, prevented the database 'dsclientotl'.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the recovery station was stuck with an error and could not be used. The technical support specialist called the customer and obtained dial-in permission, reviewed the station logs, attempted to recover the corrupted dsclientoltp database using knowledge article 'how-to ¿ recover / repair a corrupted dsclientoltp database', confirmed that the recovery failed, verified that datasync was up to date with no missing transactions, deleted the corrupted database, placed a new database, performed a full sync, encrypted the database, and had the customer verify that the station was operational, after which the case was monitored for 24 hours. A field service engineer (fse) replaced the battery at the request of the technical support specialist. The system functioned as intended after the technical support specialist and field service engineer resolved the issue.